Event description:
On december 9, 2019, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioflex meter read inaccurately high compared his feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that on (B)(6) 2019 at 5:58 pm he obtained what he felt was an inaccurate high blood glucose result of ¿187 mg/dl¿ with the subject meter. The patient manages his diabetes with a combination of oral medication (1000 mg metformin before breakfast and dinner; 25 mg jardiance once daily) and insulin (8 units of humalog self-adjusted; 32 units of levemir daily). As a result of the alleged issue, the patient claimed he took an increased dose of 14 units of humalog insulin right after obtaining the elevated result. The patient reported developing symptoms of feeling ¿shaky and like having a heart attack¿ on (B)(6) 2019 at 7:20 pm. The patient claimed he treated himself with a glucose tablet and juice at the onset of the symptoms. No other device was used for testing. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking extra insulin based on alleged inaccurate high result obtained with the subject meter.